Manufacturer narrative:
"Intervention required" removed to reflect the report that the patient's pump was replaced due to battery depletion and not due the issues previously reported regarding the patient's missed refill and low reservoir. Updated to reflect the information received on 2017-nov-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-13 from the healthcare provider (hcp). It was reported that the reason for the patient's pump replacement was due to the patient's pump battery running low. The patient's pump elective replacement interval (eri) was at 3 months. The hcp noted that due to replacement scheduling, the pump ran too low. The patient's pump was confirmed to be replaced. The hcp was unsure if the pump will be replaced. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-20 that the patient's pump would be replaced if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-20 from the patient's healthcare provider (hcp). It was reported that the patient was having a lot of breakthrough spasticity at battery end of life when eri was approximately 3 months. The hcp confirmed that low battery syndrome was only a guess. The patient's catheter was confirmed to be "ok" per the MRI the patient underwent. The patient was reportedly in the emergency room which led to their missed appointment. The hcp also noted that the cause of the alarm that the patient heard was unknown as they had not heard the alarm themselves. However, the patient's pump was refilled and the patient was given oral medication to resolve the pump alarm. The pump alarm was considered resolved. It was noted that the patient's elevated pain and spasticity might be due to prostatitis. The patient was given oral baclofen to resolve the patient's elevated pain and spasticity and the hcp noted that the plan was to replace the patient's pump on (B)(6) 2017. The elevated pain and spasticity were not consider d resolved at the time of the report. The patient's weight was reportedly unchanged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and post spinal cord injury. On (B)(6) 2017, it was reported that the patient had been experiencing elevated pain and spasticity for the past year and a half prior to the date of the report. The patient reported that this pump was their second pump and was bigger for more medication. According to the patient, their healthcare provider (hcp) indicated that the patient would have another year before the pump needs to be replaced and speculated that the patient's issues could be related to "low battery syndrome" as the battery was not as potent and it was not ejecting the medication far enough into the patient's spine. It was reviewed that a low battery would result in an audible alarm. The patient noted that they had heard an alarm at some point in 2017. The patient also noted that they had an MRI done and also skipped an appointment. The patient believed that the issue was low medication not low battery. According to the patient, the hcp had checked the pump and stated that the battery "seems fine and it's operating fine". No further complications were reported.